Event description:
The customer reported that the heartstart mrx was failing the operational check for, "ibp channel failure". There is no indication of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.